Event description:
Additional information was received . It was reported that on the patient¿s follow up CT scan, the endoleak has self-resolved.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic ulcer. The diameter from the caudal to the left carotid artery was 26 mm. The distal diameter of the proximal aortic neck was 27 mm. The diameter of the descending thoracic aorta was 27 mm. It was reported that on the final angiogram run, a proximal type I endoleak was observed. The physician does not know the cause of the event. No clinical sequelae were reported and the patient is being monitored. Review of a returned pre-implant 3d image revealed that the patient had a thoracic ulcer which was located near the level of the lsa. Calcification was also observed near the lsa. A short video at implant showed that the valiant was implanted up to the lcca, covering the lsa. The lsa was still being perfused. A balloon was seen placed within the proximal stent graft and an angio injection proximal to the balloon showed contrast within the ulcer, indicating a likely proximal type I endoleak. The exact cause of the endoleak is unknown. This may be due to implanting within a short length and calcified landing zone